Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in trying to figure out how to shut down her daughters pump for now. The customer's mother states that the customer is currently in the emergency room as a result of high blood sugars and they will not be using pump over night. Troubleshooting was declined for the blood sugar. The customer's blood sugar at the time is 300 mg/dl. Troubleshooting was performed for the no delivery. The customer states the insulin did not exit and pump alarmed no delivery. Nothing is returning.